Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The device had been filled with 60 ml of fluorouracil dissolved in saline to a total fill volume of 88 ml. The expected duration of infusion was 44 hours with a flow rate of 2 ml/hour, however after 44 hours there was 70 ml of solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.